Event description:
It was reported that the customer experienced a "severe hypoglycemic event," and a seizure while cooking at home, resulting in a burn. Subsequently, the customer passed away on (B)(6) 2023. Multiple attempts were made by tandem technical support to obtain additional information; however, no information is available. At the time of this report, pump data is not available for review.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.